Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the lens popped out of place, damaged pogo pin, and some chipped and cracked plastic housing. It was also observed that the lcd module was misaligned. The unit was able to power on, however, lines were observed on the screen due to a defective lcd module. The battery was found to not charge to an acceptable capacity as it is over 10 years old.

Event description:
Customer reported "screen bad on one side, needs battery." No known impact or consequence to patient.